Event description:
It was reported that a user experienced a libre 3+ sensor error alert with no display while using ilet and the ilet mobile app, consistent with a cgm data acquisition/communication problem and signal loss between the sensor app and paired devices; the user rescanned the sensor and was instructed to restart the phone. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on daily activities and no medical intervention. Investigation included customer interview, device history review not indicated, and guided troubleshooting through rescanning and phone restart steps. Investigation of this case revealed a communication interruption between the libre 3+ app and connected devices, with no additional cgm alerts observed. It was concluded that the event was consistent with transient signal loss or app communication error without clinical sequelae.